Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that upon opening the impella catheter, it was observed that the easy-guide lumen was not properly positioned within the pigtail. When attempting to reposition the easy-guide lumen and thread the guidewire, the physician damaged the wire beyond functionality. The team elected to open a new device. No patient harm was reported as the issue occurred prior to use.